Manufacturer narrative:
H6: work order search found no similar complaints. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, spherical lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found an optic deformed and haptic deformed and stretched out lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).